Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer called for assistance with auto mode and they also mentioned sticky button issue and having low blood glucose. The customer stated that the low blood glucose was due to settings which they later adjusted with the trainer. The customer stated that they had to call an ambulance. The customer did not provide their blood glucose value at the time of the incident. Attempts have been made to contact the customer, however, only voice mails could be left.